Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, product type: extension. Product ID :37086, product type: extension. Product ID:3389, product type: lead. Product ID: 3389, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had an infection around the cranial leads and implantable neurostimulator (ins). The cause of the infection was patient compliance and scratching of the skin over the implanted components. A revision was done to explant the system. The patient was placed on antibiotics. The issue was not resolved. No further patient complications were anticipated.